Event description:
Advantage load was ordered, but advantage strand was sent. When physician withdrew the needle the strand and seeds came out with the needle, therefore, the pt did not receive the full treatment dose.

Manufacturer narrative:
Facility ordered advantage load (single seeds loaded into the needle). Customer service entered advantage strand (seeds loaded in strand material and then loaded in the needle) on the order form. As a result, when the physician tried to deploy the seed upon removing the needle, the entire strand came out with the needle and was not inserted in the pt.